Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident cup. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Dr (B)(6) at the clinic, reported the following event: "please save this new vigilance case material on stryker abgii modular (B)(4). Patient first implanted on (B)(6) 2011: total hip replacement (right) - due to hip osteoarthritis - with abgii modular stem and trident cup. Convocation of the patient for control (as recommended by the ansm monitoring protocol). Painful for a year. Osteolysis with bone loss of more than 1 cm from merkel. Tissue reaction with effusion on ultrasound. Cobalt level 4.8 microg/l. Revision surgery performed the (B)(6) 2014 - bipolar change and merkel reconstruction with bone graft. Typical greenish appearance of intra-articular effusion and capsular infiltration. Modular neck corrosion. Intra articular cobalt level = 4789 microg/l. Uneventful for now."

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. The device reported in this investigation did not contribute to the reported event.

Event description:
Dr (B)(6), surgeon at the clinic, reported the following event : "please save this new vigilance case material on stryker abgii modular (surgeon file reference: (B)(4)). Patient first implanted on (B)(6) 2011 : total hip replacement (right) - due to hip osteoarthritis - with abgii modular stem and trident cup. Convocation of the patient for control (as recommended by the (B)(4) monitoring protocol). Painful for a year. Osteolysis with bone loss of more than 1 cm from merkel. Tissue reaction with effusion on ultrasound. Cobalt level 4.8 microg/l. Revision surgery performed the (B)(6) 2014 - bipolar change and merkel reconstruction with bone graft. Typical greenish appearance of intra-articular effusion and capsular infiltration. Modular neck corrosion. Intra articular cobalt level = 4789 microg/l. Uneventful for now."